Event description:
It has been reported to co that the guide catheter kinked and separated during the procedure. The guide catheter was inserted into the pt and the physician was attempting to cannulate the ima. The pt had tortuous peripheral vessels. The physician torqued the guide catheter and it kinked. The physicain attempted to remove the guide catheter and pulled it through the sheath and the guide catheter separated. The guide catheter was removed successfully and the pt is reported to be fine.